Event description:
A customer reported to hotline of blood urea nitrogen (bun) and creatinine imprecision issues. Customer stated that when repeating patient samples with high bun results, the repeat results did not always match. Customer stated that creatinine results on those same samples were having the same issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched. Service changed the sample syringe. Following syringe change, a precision run recovered very tight %cv for both bun and creatinine. The issue was resolved. The manufacturer reference number for this event is (B)(4).